Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Device evaluation: result - a sample is not available for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5323103. Conclusions - as there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined. CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that after the nurse gave an injection with the suspect device and when she attempted to engage the needle shield, the shield fell off and she received a needle stick injury. The nurse reported using a hard surface to active the device and stated that one side of the needle shield was not on and then it fell off when removing the needle.